Manufacturer narrative:
Recall: 1627487-07262012-001c. This ipg serial number was included a filed advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03196. It was reported the pt has not charged/used his scs system in over a year due to experiencing heating at the scs ipg pocket site while charging. Follow-up identified the system has also not "worked" in over a year. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.